Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to low flow alarms was confirmed. Data from the submitted log files was reviewed. The log files captured several low flow alarms activated due to the calculated flow fluctuating below the low flow alarm threshold. The alarms did not prevent the controller from supporting the system as intended while the driveline was connected. There was no indication in the log files of an issue with the system controller. Provided information indicated that the controller was exchanged due to the low flow alarms and to change the low flow alarm threshold, which resolved the reported alarms. The root cause of the reported event could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarm threshold (lfat) was requested to be lowered to 2.0. The lfat was used to decrease the low flow alarm to 2.0. The system controller that was exchanged was due to the low flow software upgrade and resolved the low flow alarms.

Event description:
It was reported that the patient presented to the emergency department (ed) post implantable cardioverter-defibrillator (ICD) shock with low flows. The patient continued to have low flow alarms. The log files captured low flow events with flow hovering mainly around the 2.4 to 2.5 lpm mark. These lower flows appeared to be patient related as these were associated with elevated pulsatility index (pi) values. It was stated blood pressure was good. It was said it wasn't the typical pattern seen in log files for an obstruction. There were low flows with low stagnant pi values. Log files were submitted for evaluation. The pi events were occurring from (B)(6) 2025 3:20:33 to (B)(6) 2025 9:12:09. The log files did not contain any low flow events. Previously recorded data that may have been associated with low flow events were likely purged and replaced with newer data. It was said that the system controller was exchanged a few days ago and the speed was decreased to 5300". The log files did not capture any low flow alarms as they were overwritten by the pi events captured on (B)(6) 2025 from 07:58 to 08:54. There were no other notable alarm conditions or parameter changes seen in the log files. Log files showed that the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient did not experience any symptoms of arrhythmia. Intravenous (IV) fluids were administered for treatment. It was unclear if arrhythmia resulted in clinical compromise, but flows did drop not presentation. It was said the patient had non-sustained ventricular tachycardia (vt) arrhythmia. The patient did have a history of arrhythmia pre-left ventricular assist device (lvad). The arrhythmia was said to not be device or therapy related. The ICD was implanted prior to lvad. The arrhythmia is currently resolved. The cause of the low flows was said to be likely hypovolemia. The patient was still undergoing testing. The low flow alarms were not resolved yet as testing was still ongoing. It was said the patient was negative for any lvad related issues.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturers investigation is completed.